Manufacturer narrative:
The dia 10mm ang handle w/ratchet (cev102910r) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation verified the complaint reported by the customer as valid. It was noted that the finishing aspect of the handle had been modified. Root cause analysis: it was determined that the instrument had been repaired / modified outside of integra microfrance by an external contractor. This modification has caused the malfunction of the instrument and led to the reported event. No previous correction and preventative actions (CAPA) were found for the same problem or on the same batch.

Event description:
This report is 1 of 3 for the dia 10mm ang handle w/ratchet (cev102910r)/component of the forceps reportedly used during this event and is related to mfg numbers: 3003249645-2024-00018, 3003249645-2024-00020: it was reported that the patient incurred an intestinal wound during use of the forceps. "Intestinal cauterization was needed". No further patient outcome was reported at this time. It was reported that there was suspicion of misuse of the forceps.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.